Event description:
Reportable based on device analysis completed on 26may2022. It was reported that the coil did not advance into the catheter. A 10mm x 20cm interlock-35 was selected for use. During the procedure, it was noted that the coil did not advance into the catheter. Also, the hairs on the coils were loose and deformed hairs. The coil and catheter were removed together from the patient's body and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure. However, device analysis revealed that there were missing fiber bundles.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device eval by MFR: the device was returned for analysis and evaluation was completed. Visual inspection revealed that the main coil was returned for this complaint. The main was kinked and stretched. No more damages were observed. Microscopic inspection revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies were noted. Dimensional inspection of the main coil revealed the components were within specification except the number of distal fiber bundles, which were only 19 out of 22 and the number of proximal fiber bundles, which were only 20 out of 22-32. No other issues were identified during the product analysis.